Manufacturer narrative:
Additional expir. Dates: 6/2012, 3/2012. Additional device dates: 6/2007, 3/2007. All materials used for the mask were evaluated for biocompatibility. The testing was performed in accordance with internal standard iso 10993 biological evaluation of medical devices. Only materials that successfully complete these tests can be commercialized. All materials used for the manufacture of this mask are latex free. Device history record was reviewed. The test utilized are designed to predict the safety of the product for the general population of users. The tests can not guarantee that a particular item will be compatible with all users. The exact cause of the reported issue can not be determined. Will continue to monitor.

Event description:
Or scrub developed blisters on face near eye, and face break out on chin. Employee saw an eye physician, and was not able to scrub for one week. Symptoms are now gone. Customer unable to identify lot#, states it could be 07jah258 or 15671h32 or 07973h32.